Event description:
Device appears to be oversensing on the atrial lead on stored egms. Current egm: atrial/bi-v pacing noted far-field r waves falling in blanking, device does not appear to be oversensing. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).